Event description:
Litigation alleges patient suffers from toxic metals, tumors, pain and suffering.

Manufacturer narrative:
Additional narrative: this report has been created in error; please disregard. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.